Event description:
It was reported that during a rotator cuff repair the tip of the needle broke and remains in the patient¿s tissue. According to the reporter, the patient¿s tissue was very calcified. An x-ray was not performed because the surgeon could feel the needle tip, with the probe, buried in the patient¿s tissue. Patient's demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.